Event description:
It was reported that the monitor/touchscreen was not working properly reducing functionality. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The touchscreen/monitor was replaced. The system was tested and found to be working as intended and placed back into service.